Event description:
A catheter reported that during phacoemulsification surgery the, the system failed to aspirate when the tip was inserted into the eye. The cassette was exchanged and the surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).